Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a drainage procedure performed on (B)(6) 2025. During the procedure, the stent could not be deployed. Resistance was encountered, and the stent was removed from the patient fully covered by the outer sheath. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery- enhanced delivery system instructions for use state, ""rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: based on the available information, boston scientific could not confirm the reported event of stent failure to deploy. The device was not returned for analysis; therefore, a technical analysis could not be performed. The investigation findings did not lead to a definitive conclusion regarding the cause of the reported event. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned for evaluation as it was disposed of at customer site; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. The IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code is cause not established.